Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness. There were high thresholds, noise, and short v-v episodes exhibited; a loose set screw was suspected. A revision procedure took place to address the loose set screw, and the issue was resolved. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.